Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that endoscopic image was not displayed on the monitor due to dvi output failure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc inspected the subject device but could not duplicate the malfunction of the video signal output. According to the service record of the subject device, the power switch was replaced in (B)(6) 2014, and the electrical contacts of video receiver, the video connector receiver, the battery, and the plastic part of the bottom foot were replaced in (B)(6) 2018. Seven years or more have passed since the subject device was installed to the user facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device, because the reported phenomenon could not be duplicated in the sorc.